Event description:
Reportedly, patient expired approximately after an implant duration of 0.03 months (in 2007, after an implant date of the day before), due to unknown reasons. Unknown if patient death is device related.

Manufacturer narrative:
Device not returned.